Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/20/2025, an arthrex subsidiary employee reported via email that an ar-4501 meniscal cinch ii malfunctioned during use. The first implant was deployed without issue; however, when attempting to return the button to its starting position, it became stuck, preventing advancement of the second button. As a result, the surgeon cut the suture and removed the first implant from the meniscus. This was discovered during a knee arthroscopy on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/04/2025: binding prevented the button from returning to its start position, impairing its ability to advance properly. Due to the issue, resistance was encountered while advancing the second implant. Although the first button was fully advanced to the back, no audible click was heard. To complete the procedure, an additional ar-4501 meniscal cinch implant was used. The case experienced a delay of approximately 5 to 10 minutes during placement of the second implant, with no additional anesthesia administered. No adverse effects on the patient were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. The complaint device was not received for evaluation. Visual evaluation of the customer provided photo noted an ar-4501 meniscal cinch was damaged as one of the pushrods was broken and no longer assembled to the device. This failure can be assumed to be related to the reported failure. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. The dfu for this device, dfu-0156-eo revision 0, gives the following precautions: 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 5. Do not bend the device cannula. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism.